Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huzb1168 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (huzb1168) have been reported from one united states facility. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Facility contact reported that a 4.2fr s/l broviac catheter was placed on (B)(6) 2015 via hepatic vein. This catheter is replacing a catheter that was cut by the patient with playdoh scissors .